Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was cleaned and regreased during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that there was a loud noise and the left monitor screen went gray. The issue would prevent the live image from being viewed, thereby making the system unusable. There was no pt injury or death reported.